Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.(bb)(6).

Event description:
It was reported that the device was providing incorrect spo2 values. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.